Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified, severely tortuous subclavian artery. A f/g sterling otw 5.0 x 40/80 (4f) balloon catheter was advanced to treat the target lesion. The balloon was inflated once to 6 atms and once to 10 atms. The balloon was inflated once again and ruptured at 14 atms. The balloon was able to be removed intact. The procedure was completed with the implant of an unspecified sized express ld stent. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context, as device performance was limited to anatomical/procedural factors. (B)(4).